Event description:
It was reported that a one-link standard bore catheter extension set would not allow solution to be administered through its one-link valve using a non-baxter syringe. This occurred during patient infusion of 50% dextrose (d50). The reporter stated that the patient had a low blood sugar level and the "syringe was being administered quickly." Due to the event, the nurse was unable to administer the first syringe and had to obtain a new syringe, which delayed the patient¿s therapy. The reporter was not sure whether the syringe was inserted at an angle or went straight into the one-link. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.